Event description:
No injury occurred. A (B)(6) was undergoing a chiari decompression on (B)(6) 2012 and was positioned prone. The pt was not repositioned anytime during surgery. Approximately 115-130 minutes into the case the head rest slipped. The pt was not injured. The incident was reported to the manufacturer on (B)(6) 2012 and the device was returned to the manufacturer for further eval. The surgery was not performed with a stereotaxy device. Per the nurse manager (B)(6): there was another incident which occurred with a different headrest in the past few months. "She has asked others on (B)(6) serve if they have experienced any problems and most have not or if they have they send for repair".